Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange due to driveline and controller fault alarms was confirmed via the log files. A review of the submitted log file spanned approximately 2 hours ((B)(6) 2021 from 08:35 ¿ 10:50 per time stamp). Throughout the entire log file, the pump struggled to maintain the set speed while connected to the power module, resulting in low speed operations. The driveline fault alarm coincided with the speed drops and activated due to phase 3 being measured higher than phase 1 & 2. The low speeds are addressed in the pump investigation (reference MFR # 2916596-2021-02916). These events coincided with intermittent backup battery faults and a backup processor fault. These alarms cleared once the speed came back up above the low speed limit. No other notable alarms were active in the log file. A review of the submitted log file spanned approximately 3 days ((B)(6) 2021 per time stamp). All data prior to (B)(6) 2021 is not relevant to this investigation. Throughout the entire log file, the pump struggled to maintain the set speed while connected to the power module and batteries, resulting in low speed operations and pump stops. The driveline fault alarm coincided with the speed drops and activated due to phase 2 being measured higher than phase 1 & 3. The low speeds and pump stops are addressed in the pump investigation (reference MFR # 2916596-2021-02916). No other notable alarms were active in the log file. The hmii system controller, serial (B)(4), was not returned for analysis and was exchanged. A root cause for the reported event cannot be conclusively determined or correlated with the system controller through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. B) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-02916. It was reported that patient had a suspected short to shield. Patient was placed on an ungrounded cable. Log file analysis captured low speed events and also some intermittent driveline fault events. Tech services inspected driveline and confirmed external areas of concern. There were no driveline faults active. The driveline was spliced approximately 3.5" from exit site beginning with red, brown, and green wires (all suspect in phase data). Switched over to driveline without issue. Spliced remaining 3 wires and closed up site per procedure. Patient provided with care instructions. A log file captured what appeared to be a controller exchange on (B)(6) 2021 followed by multiple pump stop events while on battery power and the non-grounded cable for the remainder of the log. It was later reported that the pump started alarming after the driveline repair and controller exchange. In the operating room the previous night, the surgeon found the spot that was causing the issue and if it was bent one way the pump would stop and then when straightened out, the pump would start again. It was later reported that the patient underwent a pump exchange on (B)(6) 2021. It was noted that the patient was having controller fault alarms and low speed advisories prior to the controller exchange on (B)(6) 2021.